Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons are intermittent) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was contamination on the response button switch. The response button cover showed signs of physical abuse. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the defective response button.

Event description:
A us distributor reported that a monitor response buttons activate intermittently.